Manufacturer narrative:
Sensory medical followed up with four emails requesting additional information were sent january 23, january 27, february 13, and february 21, 2025, and no further information was received. Without the information on where to ship the safety sheet, replacements could not be sent. Without lot information, pictures, video, and other requested information, no further investigation could be performed. The user manual instructs to discontinue use of the cubby bed and contact cubby bed if anything is damaged or missing on pages 15 and 22. There was no report of injury as a result of the event.

Event description:
Per complainant, the sheet that goes on the mattress with the zipper is torn and the child is eloping. There was no report of injury as a result of the event.